Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional device/patient information: it was reported to medtronic neurosurgery that the patient has only had 2 episodes of gait change over a course of 4 days back in august. Reportedly, the patient¿s ventricles were much bigger than before on the last MRI in august. The report stated that there were no other symptoms other than periods of stuttering and starting to have issues with getting up several times a night. Reportedly, the patient is doing quite well. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient¿s ventricles were bigger. According to the report, the patient was not symptomatic except for having occasional headaches and gait change a few weeks ago. The report stated that it was possible that the patient had a blockage somewhere along the shunt line that is blocking the flow of spinal fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.